Event description:
It was reported by the customer that there was a leak in their reservoir. Customer stated they could smell the insulin but noted that the insulin pump was clear of any damage. The customer's blood glucose level was reported at 227 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected and evaluated one opened/used reservoir. Checked the o-rings/stopper groove for anomalies and none were found. Ran basal, bolus and leaking test as follow: the reservoir was filled with diluents and connected to a new infusion set, installed the reservoir and the connector into the insulin pump. Conclusion: the reservoir was not occluded.